Event description:
Medtronic received information that during use of a dlp coronary artery ostial cannula, the customer reported a leak. The leak was between the metal handle and the blue plastic dispersion tip at the distal end of the device. Fluid was noted to be coming out around the junction of the tip connection and not just out of the end holes as it should have been. Patient blood loss did not occur as a result of this leak. An unplanned blood transfusion was not required. The device was replaced to complete the procedure. There was no adverse patient effect associated with this event. Medtronic received additional information that there was an abnormal distribution of the spg solution. There was internal obstruction possible. The ostial cardioplegia was handheld. The original intended procedure was for an aortic root replacement with 27mm konnect graft, coronary artery bypass grafting and saphenous vein graft to distal right coronary artery (rca).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.